Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon eval, the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt was issued a replacement battery charger/modem.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger would not power on and charge a battery. The pt was issue a replacement battery charger.